Event description:
It was reported the pt's programmer is displaying the "low ipg, contact physician" message for the second time. An sjm representative was contacted via e-mail to contact the pt. The sjm representative reported the pt's ipg was explanted on (B)(6) 2013. The cause of the ipg's depletion is unknown at this time. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.